Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced bacterial peritonitis manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. Two days after onset, the patient was hospitalized for the peritonitis event. On that same day, the patient was treated with intraperitoneal vancomycin (1.5 grams, daily for 21 days) and cefepime (dose and frequency was not reported) for peritonitis. At the time of this report, treatment with vancomycin was ongoing. Four days after starting treatment, cefepime was discontinued. The patient was discharged from the hospital four days after admission. The patient recovered from the event of peritonitis and dianeal therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.